Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. However, evidence suggested a primary failure likely occurred.

Event description:
Boston scientific received information that this right atrial (ra) lead lost capture and undersensed episodes of atrial flutter due to dislodgment. The physician attempted to reposition the lead, but the helix required more turns than recommended to re-deploy and the lead was unable to be properly fixated to the heart tissue. As result, the lead was extracted and a new ra lead was implanted. No additional adverse patient effects were reported.